Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter insertion with broken guidewire not functioning properly". To continue therapy a second iab catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(6). The serial number on the returned sample is (B)(6). The reported lot number (18f24c0120) matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultra-flex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number of the returned iabc. The sample was returned in a cardboard box and was loosely packed within an original packaging carton. An unopened/sealed semi-finished insertion kit was re-turned with the sample; no abnormality was noted with the kit. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was loosely wrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. No sheath was returned with the iabc. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detect-ed. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "catheter insertion with broken guidewire not functioning properly" is con-firmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in blood entering the helium pathway and an inability of the iabc to inflate. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported " catheter insertion with broken guidewire not functioning properly". To continue therapy a second iab catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".